Manufacturer narrative:
This device was not returned to mmdg and therefore has not been evaluated. Since the device was not returned or evaluated, mmdg cannot confirm the complaint. The event described in this report is generally considered not-reportable due to the low risk of air being delivered to patients' stomachs and the fact that moog cannot reproduce the event. However, having received an opinion from a couple of pediatricians that air in the stomach could pose a risk to well-being of pediatric patients, moog has decided to submit MDR's for all overrun-related complaints involving patients under 18 years old.

Event description:
The initial reporter stated that the pump "does not shut off or beep when done, that the device is pump air". Upon follow-up, mmdg clinical was not able to obtain any additional information regarding the patient or the rate, dose, and formula being used with the pump. [Complaint-(B)(4)].